Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose, and she was treated with an insulin drip and other antibiotics. The customer was in the hospital for four days and then was sent home. The customer was vomiting and dehydrated. The customer stated that she had stomach flu and it might also have pancreatitis. No further information was provided.